Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms when trying to bolus. The customer's blood glucose was 462 mg/dl. The customer stated that she had accidentally performed a self-test on the insulin pump twice prior to the failure to bolus. The customer stated that the insulin pump would just go back to the main screen when she hit the act button to start a bolus. Troubleshooting was done. Advised customer that her insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer also stated that there were air bubbles in the tubing of the infusion set. The customer stated that the no delivery alarm was resolved by a complete set change and that troubleshooting for the alarm could not be done due to the alarm being a past event. The customer also stated that the insulin had direct exposure to outside sunlight. Nothing further reported.